Event description:
Complainant alleged that during a routine shift check by a clinician the device powered-up without display, and device was unable to charge using paddle controls. Complainant indicated that there was no pt involvement in the reported malfunction.